Event description:
Additional information was received that the generator only read 11-25% battery once and read a higher battery life at every visit after that, further information is not available.

Event description:
The patient's battery was suspected to be depleting prematurely. The patient did not have any surgeries that may have contributed to the battery depleting. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.